Event description:
Sales manager sent an email to report that the distributor discovered that no UDI code on package of syringe (material code 320310, lot number 2206050, production date: 2022.9). Incident date: 2024.7.11. Sample availability? Yes. Sample availability details: picture/video only.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Situation analysis (B)(4) was opened to address the issue.